Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
Initially the customer contacted baxter's technical service center regarding an unrelated home choice (hc) alarm which occurred during peritoneal dialysis (pd) therapy. The technical service representative (tsr) assisted the home patient (hp) regarding the reported issue. There was no reported patient injury or need for medical intervention at the time of the initial call. On (B)(6) 2011 baxter product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) regarding the unrelated alarm and during the conversation the pdn stated the patient was recovering from peritonitis. The pdn stated that the pd therapy has been going fine. On (B)(6) 2011 baxter product surveillance contacted the pdn from the dialysis facility. The pdn declined to provide any clinical information regarding the peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A batch review was performed for potentially associated lot numbers gd888115, and gd887026. No defects or deviations were found during the batch reviews that could be associated with the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.